Manufacturer narrative:
All of the buttons on the insulin pump functioned properly and no moisture damage was found on the keypad traces. However, the keypad connector was fully locked. The unit also had a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that a button on her insulin pump is not working and that she can't get the piston down while changing her infusion set. The patient's blood glucose at the time of incident was 517 mg/dl. The customer stated that she felt fine, so troubleshooting was initiated. The customer confirmed that there were no significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.